Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer provided the hygiene microbiological investigation (hmi) results. The customer hmi results reported the device channel (all channels) tested positive with the following : microorganism aerobic revivable - presence of bacillus cereus et micrococcus spp (10 cfu/channel). Below are information on customers cds checklist: cleaning, disinfection, and sterilization (cds) - paa_cds machine soluscope 4. Noted "no patient infection". Aer/ewd reprocessor: tested model name: soluscope 4. Detergent name: cln. Disinfectant name: paa. Manual cleaning /precleaning information : no information provided. Scope not sterilized. Scope storage/ model : drying cabinet/ edc plus olympus. Scope maintenance: by olympus. France olympus hmi chu (third party) microbiological results (hmi) and regional repair center olympus france ( rrc ofr) device evaluation results has not yet been received and not available at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the (third party) microbiological investigation results (culture test results) and regional repair center olympus france ( rrc ofr) device evaluation results . The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of <1 cfu/100 ml and <1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The rrc (regional repair center) france olympus was then performed the device evaluation and found no functional problem identified with the device. The device passed all required functional test specifications including the electrical safety test of endoscope. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.